Event description:
A peritoneal dialysis pt has reported that she was having difficulties with the cycler at the clinic. The pt had received an air detected alarm. The nurse stated that pt went to the hospital on (B)(6) 2014 and was discharged on (B)(6) 2014. Per discharge summary, pt presented with complaints of abdominal pain associated with nausea, vomiting and diarrhea on (B)(6) 2014 and the pt's symptoms were suspicious for peritonitis. Pt was administered antibiotics. Cycler has not been returned to the MFR.

Manufacturer narrative:
Medical records have been received by the MFR. The post market clinical staff is currently reviewing the medical records provided. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.